Event description:
It was reported that during a gastric bypass procedure, the ports were in the patient and when torqued, leaked gas using up three bottles of gas for the procedure slowing down the case. The case was prolonged 20 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information requested:was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Used up three bottles.were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? Yes if so, what device? Was any torque being applied to the trocar or device? Yes.

Manufacturer narrative:
(B)(4). Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. The analysis results found that device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. A batch/lot record review was performed and the batch met all final acceptance criteria. Device b additional information: batch # h91x4h; expiration date: 07/2016; manufacturing date: 08/2011.